Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-41- dead battery test strip (B)(4). Unable to contact the customer via telephone at call backs on (B)(6) 2017. At call back on (B)(6) 2017, person who answered stated there was no one by that name at that number. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint dead meter. Customer stated meter was not turning on. The meter did not turn on with the test strip or by pressing the "s" button. It was verified that the test strip was being inserted correctly, that the correct tests strips were being used, and that the battery had been properly installed. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated she had a headache at the time and was not sure if it was related to her diabetes. The product storage was undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.